Event description:
This case is cross referenced with cases: (B)(4) and (B)(4) (cluster). This unsolicited device case from (B)(6) was received on (B)(6) 2016 from an orthopedic surgeon. This case involves a (B)(6) years old female patient who started treatment with synvisc on (B)(6) 2016. And presented with recurrent pseudogout. The patient received synvisc injection 12 months ago and had positive outcome with no adverse events. On (B)(6) 2016, the patient started treatment with intra-articular synvisc injection at a dose of 2 ml weekly (batch/lot number: 5rsa002b and expiration date: not provided) for osteoarthritis. After the first injection, the patient had severe synovitis i.e. Pain and swelling that subsided 2 days later. However, synovitis reoccurred after the patient returned for second injection on (B)(6) 2016 and third injection on (B)(6) 2016. It was reported that the surgeon diagnosed it was an active reaction, pseudogout. Action taken: no action taken. Corrective treatment: not reported. Outcome: recovered/ resolved. A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Seriousness criteria: important medical event. Pharmacovigilance comment: sanofi company comment dated (B)(6) 2016: this case concerns a patient who received three injection series of synvisc for osteoarthritis in knee. It was reported that after each synvisc injection the patient experienced severe synovitis manifested as pain and swelling that lasted for a few days. The reporter mentioned that it was an active reaction of pseudogout. Based upon the clinical course of the patient it can be concluded that the product played a significant role in the causation of the events. However since there are no lab tests etc. To confirm the diagnosis of pseudogout a confirmed diagnosis cannot be established. Furthermore, the events of synovitis, pain and swelling are well documented after the use of synvisc.

Event description:
(B)(4). This unsolicited device case from (B)(6) was received on 04-apr-2016 from an orthopedic surgeon. This case involves a (B)(6) female patient who started treatment with synvisc on (B)(6) 2016 and presented with recurrent pseudogout. The patient's medical history, concomitant medications or concurrent conditions was not provided. The patient received synvisc injection 12 months ago and had positive outcome with no adverse events. On (B)(6) 2016, the patient started treatment with intra-articular synvisc injection at a dose of 2 ml weekly (batch/lot number: (B)(4) and expiration date: nov-2017) for osteoarthritis. After the first injection, the patient had severe synovitis i.e. Pain and swelling that subsided 2 days later. However, synovitis reoccurred after the patient returned for second injection on (B)(6) 2016 and third injection on (B)(6) 2016. It was reported that the surgeon diagnosed it was an active reaction, pseudogout. Action taken: no action taken. Corrective treatment: not reported. Outcome: recovered/ resolved. (B)(4). The production and quality control documentation for lot # 5rsa002b expiration date (11/2017) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot # batch record review & lot # frequency analysis for lot # 5rsa002b no CAPA was required. Sanofi genzyme global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi genzyme would continue to monitor complaints in order to determine if a CAPA was required. Seriousness criteria: important medical event: additional information was received on 11-apr-2016. Suspect product expiration date was added. Global ptc number and ptc results were added. Text amended accordingly. Pharmacovigilance comment: sanofi company comment for follow up dated 11-apr-2016: the additional information does not alter the previous case assessment. Sanofi company comment dated 8-apr-2016: this case concerns a patient who received three injection series of synvisc for osteoarthritis in knee. It was reported that after each synvisc injection the patient experienced severe synovitis manifested as pain and swelling that lasted for a few days. The reporter mentioned that it was an active reaction of pseudogout. Based upon the clinical course of the patient it can be concluded that the product played a significant role in the causation of the events. However since there are no lab tests etc. To confirm the diagnosis of pseudogout a confirmed diagnosis cannot be established. Furthermore, the events of synovitis, pain and swelling are well documented after the use of synvisc.